Event description:
Drive medical was notified of an incident involving a knee walker by the end user, who stated that the seat post broke during use causing her to fall. The end user cut the back of her left thigh on the broken seat post and subsequently received seven stitches. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.